Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown grade. Manufacturers reference number: (B)(4).

Event description:
It was reported that a asian female underwent breast augmentation primary with 325cc mentor memorygel breast implants experienced left-sided capsular contracture unknown grade postoperatively patient stated that she is experiencing hardening, and left side asymmetrical. The capsular contracture was confirmed with a physical examination. As a result, patient underwent bilateral replacements as follow: left / 3503501bc, sn#: (B)(4), and right/ 3503501bc sn#: (B)(4) on (B)(6) 2014. Patient current event reported under manufacturer report number: 1645337-2021-07382